Event description:
Edwards learned of a left ventricular rupture during replacement of a 31mm bioprosthetic mitral valve due to a combination of slight oversizing and the tissue fragility in the left ventricle. A pericardial patch on the endocardial side was placed to repair the rupture. The patient remained cannulate when the event occured. The valve was removed and a new 27mm valve was implanted. The patient was discharged.

Manufacturer narrative:
Corrected data: serial number has been corrected to s/n (B)(4). The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
(B)(4). Device history review. Additional manufacturer narrative - rupture of the left ventricle is a major complication of mitral valve replacement. In this case, it was reported a slightly oversized prosthesis was used in combination with patients friable tissue may have contributed to the explant of this valve. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.